Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: a longitudinal and radial tear burst at the distal shoulder and working length of inflation balloon. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported ''during procedure, the balloon of the commander delivery system burst at full expansion, no calcification was found in the burst area. There was a tear in the distal part of the balloon. Despite the balloon burst, the valve was successfully implant.'' The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used, and/or adverse interactions with pre-existing valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, over-inflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of relevant procedural/patient information, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliates in sweden. As reported, this was an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The device was prepared according to IFU. During the procedure, the balloon of the commander delivery system burst at full expansion. No calcification was found in the burst area. There was a tear in the distal part of the balloon. Despite the balloon burst, the valve was successfully implanted and no post-dilatation was needed. The commander delivery system was retrieved from patient without issues. Patient outcome was good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.